Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, who agreed to use manual daily injections as backup therapy. Additionally, the customer was informed about returning the faulty pump using a prepaid label and advised on steps for utilizing the replacement pump.